Event description:
Company representative reported, on behalf of healthcare professional. Reported, left-side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email: (B)(6). Initial reporter postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Company representative reported n behalf of healthcare professional, reported left-side capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Event description:
Company representative reported, on behalf of healthcare professional. Reported, left-side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.